Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is expected to return for laboratory analysis. It was further reported that the procedure was not completed, since it was aborted. Cancellation was because farawave shape could not be verified in mapping system and physician did not want to proceed. It was confirmed that the catheters were disposed as the catheters weren't the issue. We brought out the fse and ran a wet tank experiment to verify the issue was system reference related. It was indeed system reference related so the catheters were disposed as they were ruled out of the troubleshooting process.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was unclear if the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a cancelled procedure after the patient was sedated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is expected to return for laboratory analysis. It was further reported that the procedure was not completed, since it was aborted. Cancellation was because farawave shape could not be verified in mapping system and physician did not want to proceed. It was confirmed that the catheters were disposed as the catheters weren't the issue. We brought out the fse and ran a wet tank experiment to verify the issue was system reference related. It was indeed system reference related so the catheters were disposed as they were ruled out of the troubleshooting process.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is expected to return for laboratory analysis.